Manufacturer narrative:
(B)(4). The ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The vent engine was replaced as a preventive measure.

Event description:
The hospital reported that, during pre-use checkout, the unit showed <error> acb: gas inlet valve boot up test fail. There was no reported patient involvement.